Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. A buried bumper is a known complication of using the device and not mobilizing the tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube. The patient forgot to mobilize the peg for a few days which caused a buried bumper syndrome. On an unknown date the physician was not able to create a new gastrostomy since the abdomen of the patient was very damaged so a jejunostomy was placed. It was reported that the patient does not take antibiotics.

Manufacturer narrative:
(B)(4) if any further relevant information is identified, a supplemental medwatch will be filed

Event description:
Additional information received on 24 april 2017. It was reported that the buried bumper was related to the significant weight gain experienced by the patient. The peg/j system has been in place since (B)(6) 2015. Patient experienced epigastric pain as a consequence of the buried bumper. Surgery had to be performed to extract the old tubing system and to put in place a jejunostomy. The issue was diagnosed on (B)(6) 2017 through endoscopy. The physician also states that endoscopic explantation of the tubes was impossible and that a surgical procedure was needed.